Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had hmii and due to the suspected pump thrombosis, surgeons decided to change the pump to hm3. The hm3 was implanted, started weaning cpb, and then, the bleeding from the cuff area could not be stopped. Patient was bleeding from the connection between the apical cuff and the inflow conduit. The surgeon noticed that the pump could be rotated smoothly and without any clicking sounds. Thus, they tried second pump, and the bleeding stopped. Pump will be returned.

Event description:
It was reported that after the hm3 implant, the patient started weaning cpb, and then, the bleeding from the cuff area could not be stopped. There was no force in locking the pump the first time, but as the surgeon team were ready to close the chest, it was noticed significant pulsatile bleeding between the cuff and the inflow conduit from pump. The locking mechanism was all the way in place, the cuff and pump appeared parallel, but the pump was rotating freely without any resistance at all. Clinically, the only way to resolve the bleeding was to explore the locking mechanism and cuff again. Therefore the decision was made to put the patient back on bypass and re explore the mechanism. When the surgeon team tried the second time, the same thing occurred. The surgeon noticed that the pump could be rotated smoothly and without any clicking sounds. Therefore the decision was made to open a new pump and implant a new hm3. Thus, they tried second pump, and this one had no issues so far. The second pump locking mechanism was fine. Changing the pump to different hm3 stopped bleeding. There was no difficulty attaching the pump to the cuff at any point. It seemed clear on the field that the first pump had a faulty locking mechanism of sorts. There was no difficulty to attach the pump to the cuff at any point. It went in the first time; there was a ¿click¿ and the yellow marker was inserted without resistance. It only took one attempt to connect the pump to the cuff during implant. There was no tools used to engage the lock, it was pushed in by hand. An unlock tool was used to disengage. The lock had been cycled just once when the initial lock and implant were made, then 3 more times. First on the same cuff, then twice on the other cuff during troubleshooting for a total of 4. There was nothing else done to correct the bleeding aside from replacing the pump. We thought it was the pump / cuff connection so we did not try anything else. It resolved with the second pump. No further or additional information was provided.

Manufacturer narrative:
Suspected thrombus in hmii pump is reported in MFR (B)(4). Manufacturer's investigation conclusion: the potential cause of the reported blood leak and ease of pump rotation was confirmed during the evaluation of the heartmate 3 lvas. The pump was returned assembled with the cuff lock in the default position. Visual inspection of the cuff lock found that one of the locking arms appeared bent outward toward the locked position, rather than in toward the lock-out position. The right locking arm was in the default lock-out track. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Measurements taken of the cuff lock confirmed that the left arm was bent out of specification. Review of manufacturing documentation, which includes installation, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The inflow cannula o-ring, which seals the connection between the lvad and the apical cuff, was also measured and found to be within specification. The cuff lock assembly was reassembled and a test apical cuff and mini cuff were connected. The cuff lock appeared to engage without issue. Rotating the cuffs within the lock found doing so required less force when compared to a test pump with an undamaged cuff lock. Rotating the cuffs became noticeably easier when the connection was lubricated with saline but the anti-rotation features continued to provide tactile feedback and resistance. The evaluation did not confirm an issue with the inflow cannula o-ring. The observed damage to the cuff lock appeared to have prevented the o-ring and apical cuff from sealing properly when the pump was engaged, which could have contributed to the reported blood leak and ease of pump rotation within the apical cuff. The evaluation was unable to determine when or how the cuff lock arms became bent out of specification. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a persistent ventricular arrhythmia occurred to the patient on (B)(6) 2019. The causal relationship with the device was unknown as the causes were uncertain.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the potential cause of the reported blood leak and ease of pump rotation was confirmed during the evaluation of (B)(6). The pump was returned assembled with the cuff lock in the default position. Visual inspection of the cuff lock found that one of the locking arms appeared bent outward toward the locked position, rather than in toward the lock-out position. The right locking arm was in the default lock-out track. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Measurements taken of the cuff lock confirmed that the left arm was bent out of specification. Review of manufacturing documentation, which includes installation, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The inflow cannula o-ring, which seals the connection between the lvad and the apical cuff, was also measured and found to be within specification. The cuff lock assembly was reassembled and a test apical cuff and mini cuff were connected. The cuff lock appeared to engage without issue. Rotating the cuffs within the lock found doing so required less force when compared to a test pump with an undamaged cuff lock. Rotating the cuffs became noticeably easier when the connection was lubricated with saline but the anti-rotation features continued to provide tactile feedback and resistance. The evaluation did not confirm an issue with the inflow cannula o-ring. The observed damage to the cuff lock appeared to have prevented the o-ring and apical cuff from sealing properly when the pump was engaged, which could have contributed to the reported blood leak and ease of pump rotation within the apical cuff. The evaluation was unable to determine when or how the cuff lock arms became bent out of specification. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. Heartmate 3 lvas IFU rev. A lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad, "ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism." During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.